Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room feeling syncope. It was noted that the patient was in ventricular fibrillation, which was below the detection level of ventricular fibrillation for the implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable.